Manufacturer narrative:
It was reported that post amulet implant procedure color doppler examination of the pericardial cavity showed that the distribution of liquid dark areas was visible in the pericardial cavity of the patient right ventricular diaphragmatic surface. No treatment was provided and the patient was reported as stable. Information from field indicated that pericardial effusion was possibly related to procedure. Field also indicated that the device was fully recaptured and redeployed 3 times into the delivery system during procedure. Please note that per instructions for use, (B)(4), "if the device is retracted farther than the radiopaque markers (fully recaptured), the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction." The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information available, it is difficult to determine with certainty the exact cause of the reported event. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - amulet china pms, patient site ID: (B)(6) it was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was implanted in a patient. Post procedure, color doppler examination of the pericardial cavity showed that the distribution of liquid dark areas was visible in the pericardial cavity of the patient right ventricular diaphragmatic surface. No treatment was provided. The patient was reported as stable.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.